Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of over-sensed noise which resulted in pacing inhibition. The rv lead was capped and replaced. The patient was in stable condition.